Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. During surgery, the atrial lead p wave sensing decreased. A chest x-ray was completed to reveal the lead position had changed from initial implant. There was no plan to revise the lead and will continue to be monitored. The patient was stable.